Manufacturer narrative:
Final analysis found an insulation abrasion at 41.9 cm to 42.2 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device. This likely caused the reported complaint of noise.

Event description:
It was reported that the ventricular lead exhibited intermittent noise causing pacing inhibition, which caused the patient to become presyncopal. The lead was explanted and replaced.